Manufacturer narrative:
Companion samples from the identified lot are available. Waiting for receipt of samples at germany plant from customer. Will send follow-up with eval. 5/19/98 eval rec'd from germany. The eval of the case of companion samples rec'd did not confirm the customer's complaint of "blood leak". Although co did not receive the actual dialyzer involved in the complaint, no leaking was found on the membrane or housing of the 12 companion dialyzers rec'd. To address the condition of the dialyzer box rec'd by the customer, a corrective action was initiated after the MFR of this batch. The amount of glue dispensed has been increased and the temperature of the glue has been increased as well. The customer has been encouraged to save actual samples whenever possible, in the event of a product complaint. This complaint is closed as unconfirmed and co will continue to trend for and follow-up should a pattern of similar problems develop.

Event description:
Reported by health care professional at dialysis unit: "blood leak occurred with first use." Pt was being dialyzed and blood leak alarm sounded. Internal leak was confirmed with test strip. Ebl was 180-200 ml. As extracorporeal circuit (venous line and dialyzer) was discarded. There was no reported adverse effect to the pt or medical intervention necessary. Actual sample was discarded by the nurse. MDR filed on the volume of blood loss reported. Health care professional is concerned that the tape seal of the boxes rec'd is inadequate and may have contributed to this event. Arrangements have been made to pick-up a case of this lot number and evaluate.